Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. Isometrics were performed which recreated noise as well as low pacing impedance measurements. High thresholds were also noted. The patient was seen for a revision procedure where the device was explanted and the rv lead was capped. The device was noted to have prematurely depleted due to the increased pacing output on the rv. There were no adverse patient effects reported. The device has been returned for analysis.